Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k3e 7.2mg plus blood collection tubes there was an issue with tube under fill. The following information was provided by the initial reporter, translated from (B)(6) to english: when the tube is inserted into the body of the vacutainer during the patient's puncture, only 1/10th of the tube is filled. Recurrent problem of "broken" vacuum leading to sampling in purge tubes before transfer with risk for staff (aev), for the patient (patient who has to be pricked again, tubes unusable by the lab).

Event description:
It was reported that during use of the bd vacutainer® k3e 7.2mg plus blood collection tubes there was an issue with tube under fill. The following information was provided by the initial reporter, translated from french to english: when the tube is inserted into the body of the vaccutainer during the patient's puncture, only 1/10th of the tube is filled. Recurrent problem of "broken" vacuum leading to sampling in purge tubes before transfer with risk for staff (aev), for the patient (patient who has to be pricked again, tubes unusable by the lab).

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.